Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the lifestream balloon expandable vascular covered stent that are cleared in the us. The pro code and 510 k number for the lifestream balloon expandable vascular covered stent are identified. As the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
It was reported that during a stent placement procedure through the femoral puncture to treat common iliac artery, the stent allegedly got stuck inside the introducer. Upon removal, the balloon came out of the introducer leaving the stent stuck inside the introducer. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a lot history review, a device history record review and complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: the sample was not returned to the manufacturer for evaluation. Therefore, the investigation is inconclusive for the reported stent dislodgment and device incompatibility issues. The root cause for the reported stent dislodgment and device incompatibility issues could not be determined based upon the available information received from the field communications. Labeling review: the instruction for use for the lifestream product was reviewed and contains the following information relevant to the reported event: the lifestream¿ balloon expandable vascular covered stent endovascular system is available in catheter lengths of 80 cm and 135 cm and it is compatible with 0.035" (0.89 mm) guidewires. Warnings: should excessive resistance be felt at any time during the insertion process, do not force passage. Attempts to retract the covered stent into the sheath/guiding catheter may result in dislodgement and embolization of the covered stent. Maintain guidewire placement across the lesion and withdraw the endovascular system only until the proximal end of the covered stent is aligned with the tip of the sheath/guiding catheter. Do not attempt to remove an unexpanded covered stent through the sheath/guiding catheter. Remove the sheath/guiding catheter and endovascular system as a single unit. Attempting to remove an unexpanded covered stent by pulling it back into the sheath/guiding catheter may result in stent dislodgement. The covered stent cannot be repositioned after it is deployed. Do not retract the balloon until the balloon is fully deflated under vacuum. Precautions: the device should only be used by physicians who are trained in endovascular procedures and are familiar with the complications, side effects and hazards of peripheral vascular interventions. Anatomical variances may complicate the procedure; use caution when advancing the endovascular system through tortuous or difficult anatomy. Crossing the implant with catheters or other adjunct devices can result in covered stent dislodgement or damage. Potential adverse events: covered stent dislodgement from balloon during tracking procedure. Covered stent misplacement during placement procedure. Directions for use: site access and preparation. 1. Using standard techniques access the artery and place an introducer sheath or guiding catheter of appropriate inner diameter and a 0.035" (0.89 mm) guidewire across the target lesion. 2. Perform diagnostic angiography to confirm site of implantation and measure the reference vessel diameter and lesion length. Covered stent size selection 3. Select a covered stent diameter that is approximately 5%-20% larger than the largest reference vessel diameter at the proximal or distal target site. Refer to the sizing table on the packaging label for appropriate selection of the covered stent diameter and length. Endovascular system preparation 4. Carefully remove the selected device from the package. 5. Inspect the covered stent for adherence to the balloon and centered placement in relation to the balloon marker bands. If the covered stent is not centered and/or does not firmly adhere to the balloon, do not use. Introduction of the endovascular system and placement of the covered stent 13. Advance the endovascular system over the guidewire into the introducer sheath. 14. Further advance the endovascular system to the target treatment site within the introducer sheath and position the covered stent across the lesion. Verify that the covered stent is still centered within the balloon marker bands. Slowly retract the introducer sheath / guiding catheter while maintaining the position of the covered stent. Ensure the introducer sheath is retracted far enough to not compromise the balloon expansion and covered stent release. 15. Slowly inflate the endovascular system balloon to nominal pressure, expanding the covered stent. Confirm complete expansion via fluoroscopic visualization. A 15 ¿ 30 second inflation time is recommended. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that during a stent placement procedure through the femoral puncture to treat common iliac artery, the stent allegedly got stuck inside the introducer. Upon removal, the balloon came out of the introducer leaving the stent stuck inside the introducer. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestream balloon expandable vascular covered stent that are cleared in the us. The pro code and 510 k number for the lifestream balloon expandable vascular covered stent are identified in d2 and g4. H10: manufacturing review: a complaint history review was performed. This is the third complaint reported for this lot number. The device history records were reviewed and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. The result of the investigation is inconclusive for the reported stent dislodgment and device incompatibility issues. The root cause for the reported stent dislodgment and device incompatibility issues could not be determined based upon the available information received from the field communications. Labeling review: the instructions for use for the lifestream product was reviewed and contains the following information relevant to the reported event: the lifestream balloon expandable vascular covered stent endovascular system is available in catheter lengths of 80 cm and 135 cm and it is compatible with 0.035" (0.89 mm) guidewires. Warnings: should excessive resistance be felt at any time during the insertion process, do not force passage. Attempts to retract the covered stent into the sheath/guiding catheter may result in dislodgement and embolization of the covered stent. Maintain guidewire placement across the lesion and withdraw the endovascular system only until the proximal end of the covered stent is aligned with the tip of the sheath/guiding catheter. Do not attempt to remove an unexpanded covered stent through the sheath/guiding catheter. Remove the sheath/guiding catheter and endovascular system as a single unit. Attempting to remove an unexpanded covered stent by pulling it back into the sheath/guiding catheter may result in stent dislodgement. The covered stent cannot be repositioned after it is deployed. Do not retract the balloon until the balloon is fully deflated under vacuum. Precautions. The device should only be used by physicians who are trained in endovascular procedures and are familiar with the complications, side effects and hazards of peripheral vascular interventions. Anatomical variances may complicate the procedure; use caution when advancing the endovascular system through tortuous or difficult anatomy. Crossing the implant with catheters or other adjunct devices can result in covered stent dislodgement or damage. Potential adverse events. Covered stent dislodgement from balloon during tracking procedure. Covered stent misplacement during placement procedure. Directions for use. Site access and preparation. 1. Using standard techniques access the artery and place an introducer sheath or guiding catheter of appropriate inner diameter and a 0.035" (0.89 mm) guidewire across the target lesion. 2. Perform diagnostic angiography to confirm site of implantation and measure the reference vessel diameter and lesion length. Covered stent size selection. 3. Select a covered stent diameter that is approximately 5%-20% larger than the largest reference vessel diameter at the proximal or distal target site. Refer to the sizing table on the packaging label for appropriate selection of the covered stent diameter and length. Endovascular system preparation. 4. Carefully remove the selected device from the package. 5. Inspect the covered stent for adherence to the balloon and centered placement in relation to the balloon marker bands. If the covered stent is not centered and/or does not firmly adhere to the balloon, do not use. Introduction of the endovascular system and placement of the covered stent 13. Advance the endovascular system over the guidewire into the introducer sheath. 14. Further advance the endovascular system to the target treatment site within the introducer sheath and position the covered stent across the lesion. Verify that the covered stent is still centered within the balloon marker bands. Slowly retract the introducer sheath / guiding catheter while maintaining the position of the covered stent. Ensure the introducer sheath is retracted far enough to not compromise the balloon expansion and covered stent release. 15. Slowly inflate the endovascular system balloon to nominal pressure, expanding the covered stent. Confirm complete expansion via fluoroscopic visualization. A 15 ¿ 30 second inflation time is recommended. H10: d4 (expiry date: 02/2024), g3, h6 (method). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent placement procedure through the femoral puncture to treat common iliac artery, the stent allegedly got stuck inside the introducer. Upon removal, the balloon came out of the introducer leaving the stent stuck inside the introducer. The procedure was completed using another device. There was no reported patient injury.